Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on or about (B)(6) 2009, the pt underwent a total knee replacement utilizing and installing the otismed custom fit knee and its component parts and systems." It was further alleged that, "the otismed custom fit knee and its component parts and systems had a defect and failed early."